Event description:
It was reported that the graftmaster stent was successfully implanted to treat a left anterior descending artery (lad) - pulmonary artery (pa) fistula. A coil had been deployed close to the lad, and the graftmaster stent graft was implanted to exclude the fistula to prevent lad thrombosis. The graftmaster stent was successfully implanted, however by doing so, a side branch (diagonal) was jailed. The diagonal was recanalized with medication, restoring flow. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): indication for use. In this case, there was no reported product deficiency. The reported patient effect of occlusion is a known adverse event listed in the graftmaster otw instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency. It was reported that the graftmaster stent graft was implanted to exclude the fistula to prevent lad thrombosis. It should be noted that the indications for use listed in the IFU states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than 2.75 mm in diameter. The off-label use does not appear to be related to the reported patient effect.